Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial with information inadvertently left out (g2) and to provide a correction to field (h8). The subject device was manufactured on october 2023 based on the provided 3 digit lot information. However, the exact manufacture date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the following mechanism. 1. A bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. 2. When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a follow up endoscopic bronchial ultrasound-transbronchial needle aspiration (ebus-tbna) the needle was found detached inside the bronchi. The needle was removed with pliers. The customer reported that they didn't notice the needle detaching at the end of initial ebus-tbna one week prior and that the patient did not show any symptoms before the follow-up bronchoscopy. There was no reported patient harm during the removal process.